Manufacturer narrative:
Device not returned for analysis. Investigation in process, but not yet complete.

Event description:
It was reported that, "the surgeon was attempting to place a 2.3 locking screw into the most distal radial hole. The locking screw would not lock into the plate, rather is continually spun as the doctor turned the screwdriver. He attempted another 2.3 locking screw with the same result. He then tried a 2.7 locking screw with the same result. Ultimately, he put in a 2.7 bone screw and completed the rest of the case without incident."